Event description:
This case was initially received via regulatory authority ((B)(6)) on 31-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("abdominal pain in ovaries region / stabbing-like pain in lower abdomen") and muscle spasms ("numerous spasmophilia crisis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("significant fatigue"), insomnia ("impossible to sleep for 1 month"), rosacea ("significant rosacea with acne on the entire face") and acne ("significant rosacea with acne on the entire face"). In 2015, the patient experienced arthralgia ("joint pain"), palpitations ("palpitations") and peripheral vascular disorder ("very difficult circulation in legs"). In 2016, the patient experienced ocular hyperaemia ("red eyes") and vision blurred ("blurred vision"). In 2017, the patient experienced muscle spasms (seriousness criterion medically significant), eye infection ("purulent eyes") and foot fracture ("fracture of left bone of the foot"). On an unknown date, the patient experienced burnout syndrome ("burn out"). The patient was treated with antidepressants and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, insomnia, rosacea, acne, arthralgia, palpitations, peripheral vascular disorder, ocular hyperaemia, vision blurred, eye infection, foot fracture and burnout syndrome outcome was unknown, the muscle spasms had resolved and the fatigue was resolving. The reporter provided no causality assessment for abdominal pain lower, acne, arthralgia, burnout syndrome, eye infection, fatigue, foot fracture, insomnia, muscle spasms, ocular hyperaemia, palpitations, peripheral vascular disorder, rosacea and vision blurred with essure. The reporter commented: the numerous spasmophilia crisis occurring almost every day were very disabling because she could not drive anymore. In (B)(6) 2017, she experienced spasmophilia while she was working and had to go to emergency. She consulted 3 general practitioners, 2 gynecologist, 3 dermatologists, 3 ophthalmologists. She almost had a traffic accident caused by essure. Since removal of essure, she lived again, she had no more spasmophilia, she was less much tired despite the operation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain lower: the analysis in the global safety database revealed 689 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.